Manufacturer narrative:
Investigation of the returned device found the exposed portion of the soft cannula to be torn. Fluid was found to leak from the tear in the exposed portion of the soft cannula during fluid path testing. It could not be determined when or how the damage to the soft cannula occurred. Timeouts were observed at the beginning of the pod run time however no drive stalls or timeout related alarms were generated, the timeouts did not affect the functionality of the pod. No other damages or deficiencies were found that would result in the device failing to deliver insulin. Because it could not be determined when or how the soft cannula damage occurred, it could not be conclusively determined if this damage contributed to the reported event. Upon inspection of the device, the bottom housing was found to have a hole in the bottom housing. It could not be determined when or how this hole was created. Investigation of the pod and the download data from the pod indicate that the hole did not affect the functionality of the pod. It could not be determined if the bottom housing damage contributed to the cannula tear or the reported event.

Event description:
It was reported that the patient was admitted to the emergency room with diabetic ketoacidosis (dka) on (B)(6) 2025. The patient's blood glucose levels reached over 500 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include hyperglycemia, nausea, headache, and jaw pain. The patient was treated with intravenous fluids and insulin boluses. The physician stated the diagnosis was due to pump failure. The patient also reported irritation and pain when removing the pod. The patient was released from the emergency room on (B)(6) 2025.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone control android. Omnipod software app version: 3.1.1. Operating system: tp1a.220624. 014.g781usqschwg1. Hardware: sm-g781u. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.